Manufacturer narrative:
We were alerted of this event by (B)(4). The model number that was provided on the report is not among our products' series for us to identify the device in question. The information surrounding this event is limited to enable us to perform an investigation. There is no record of the complaint in our system and obtaining further information is not possible; therefore, an investigation cannot be performed at this time. Furthermore, should any relevant information or part turn up, this complaint will be reopened and investigated further. (B)(4).

Event description:
(B)(4).